Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer was able to add additional insulin and complete the load process. The customer's blood glucose level was 292 mg/dl. The customer administered a bolus to address the glucose level. Cold insulin had been used.